Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button was sometimes harder to press. The insulin pump clock was a couple of minutes off. The customer reported that on 2 or 3 occasions the insulin pump did not deliver insulin when it should have and did not notify them. The insulin pump battery life was diminished down to 1 to 2 weeks and there was a spot on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.